Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on a patient, it was observed that the crani-a attachment device became hot. It was not reported if the device was used in a surgical procedure, or if there was patient involvement. It was not reported if there was a delay to planned surgical procedure due to the event. It was reported that unspecified spare devices were available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.